Event description:
The customer reported that there was a needle break error on the sensor. The blood glucose reading was 157 mg/dl. Prior to the event, he was loading the sensor and he was trying to insert but he had an error and was unable to insert. No further information was provided.

Manufacturer narrative:
One opened and used partial sensor was inspected and the needle complaint could not be confirmed due to return only sensor. Complaint is against the serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.